Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient representative that it feels like the patient's device has shifted or turned. They also stated that " it is still in its primary implant location, but it feels different". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.